Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, surgical intervention occurred wherein the ipg was repositioned and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.